Event description:
Baxter china rpeorted a crack on the surface of the transfer set clamp. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.